Event description:
It was reported that the customer had a high blood glucose and no delivery alarm on the insulin pump. The customer's blood glucose was unknown mg/dl. The customer was offered to troubleshoot for high blood but declined. The mother stated they get a lot of no delivery message and customer mother stated it only happens with the set changes. The customer was able to push insulin into tubing before loading but still no delivery. The customer mother was offered to troubleshoot but also declined. The customer was advised to monitor the system if has any other concerns to call the helpline.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.